Manufacturer narrative:
Medtronic received the following information from a journal article entitled; challenges in diagnosing aortic leiomyosarcoma post e ndovascular repair of abdominal aortic aneurysm. Sultan s, mustafa m, bennani f, atteia e, acharya y, hynes n. Journal of vascular surgery cases and innovative techniques 6(4):666-670 doi:10.1016/j.jvscit.2020.08.013. Concomitant medical products: other relevant device(s) are: unk-cv-sr-endur-ii, s/n: unknown; use by date: unknown; upn # unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii aortic stent graft system was implanted in the endovascular treatment of a 50mm symptomatic abdominal aortic aneurysm. On an unknown date five years later, the patient developed type ib endoleaks in both iliac limbs after the evar. The type ib endoleaks were associated with insidious sac expansion (>0.5 cm), which required bilateral iliac extensions. The iliac extensions were then implanted successfully. Two years later, follow-up duplex studies documented modulation of the aortic sac with a maximum diameter of 3.9 cm. Over three months later,the patient developed suprapubic and right flank pain attributed to ureteric stone which was treated. The pain got worse after a month it was associated with lower back and left leg pain even at rest. A stent graft infection was considered but the patients white cell count was normal. A CT scan was performed, which showed an increase in the aneurysmal sac size to 7.4 cm and changes in the contour of the vessel along with thrombosis of the left main limb of the graft, but without any evidence of endoleak. A pet scan was performed during this time and showed tumors of the aorta, liver and right lung. The patients family opted for palliative care and the patient expired. An autopsy performed showed a substantial retroperitoneal mass encircled the abdominal aorta endovascular stent from the levels of renal arteries to the level of the aortic bifurcation. No additional clinical sequalae were provided and the patient is expired.